Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The solitaire pushwire was found broken from the stent proximal marker, retained by the outer shrink tubing. This condition was not reported initially. As received, the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire fr revascularization device could not be pushed out from within the introducer sheath as resistance was encountered. For further analysis the solitaire fr revascularization device was pulled proximally out from the introducer sheath. No damages were found with the introducer sheath. The stent proximal marker glue domes were found damaged. No bends or kinks were found with the marker coil. The broken push wire was cut and sent out to element labs for sem (scanning electron microscopy) failure analysis. Per the sem analysis report, ¿the two ends exhibit similar fracture features. The fracture surfaces exhibit dominantly dimple features consistent with overload failure mechanism. Small regions of fatigue features are visible on both wires, indicating the fracture initiated from the wire surface via fatigue.¿ it is likely improper hubbing technique (overtightening of rhv) contributed to the event causing the damages found with the returned solitaire fr revascularization device (glue dome, push wire break) if excessive force (pushing/pulling) is used against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire rd encountered resistance within the sheath and was unable to exit the sheath. No patient injury occurred. Evaluation of the returned device found that the solitaire fr pushwire was found broken from the stent proximal marker, retained by the outer shrink tubing.